Event description:
While device was ventilating on patient unit sounded alarm and displayed technical event (B)(4).

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between (B)(6) 2022 at the ems and bonaduz sites.  The issue in cer (B)(4) deemed as a reportable event since the malfunction 'ventilation cancelled' which logs different tfs and switches to ambient stateduring ventilation willcause the ventilator to become inoperable or stop working as intended. The root cause of the ventilator device showed many tfs in one single second and overloaded the mainboard.within this investigation it has been confirmed that the device failed to meet its specifications at the timeofthe eventwhile it was used for treatmentor diagnosis.there was no patient or user harm reported at all from complainant which should haveled to further questions regarding any harm to the patient or user. As the complaint cer (B)(4) is part of a fsn, no attempts will be performed to obtain additional information.the allegation in cer (B)(4) was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above already performed. In future hamilton medical ag will report an event similar tothe issue in cer (B)(4) as it will be deemed as a reportable event.